Event description:
Tech states he scratched his finger on the instrument probe while the instrument was powered off and he was cleaning the barcode reader. He received the standard shots and medical per lab's policies.